Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Attempts to interrogate the ICD with different wands and programmers were unsuccessful. It was also indicated that the device had no output and was exhibiting premature battery depletion. The ICD was explanted.